Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that this patient had a lead revision. The field representative was not aware of the lead issue. Boston scientific technical services (ts) then discussed regarding the adapter. This lv lead was explanted. No additional adverse patient effects were reported.